Event description:
It was reported that one day post-implant, loss of sensing was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.